Event description:
The following has been reported: nurse reported: tubing leaking at the med port while hooked up to a patient infusing at 70 ml/hr. Patient harm: no stopped active infusion: no. A preliminary review identified the following issue: administration set leak (external part). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
No sample or picture were available for analysis. Without the proper sample or picture evaluation it is not possible to determine the probable root cause of the reported failure. The customer complaint cannot be confirmed. The root cause cannot be identified based on the kit autopsy, due to no sample or picture are available for evaluation. However, based on the complaint description, probable root cause could be related to a defective y-site due to supplier manufacturing process or the y-site was not assembled correctly during the manufacturing process. The current process controls detection include 1) post sterilization sampling final inspection, 2) the first piece inspection will be performed to the first final assembled kit manufactured per shift. This kit will be submitted to visual inspection as per the classification of defects included in this specification and as per the applicable drawing, 3) 100% visual inspection is performed in manufacturing line, 4) 100% leak and occlusion test is performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode.